Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Customer's blood glucose was 300 mg/dl. The customer reported that the infusion set tubing would be replaced and insulin pump therapy would be resumed.